Event description:
It was reported that the patient presented to surgery with recurrent disc herniation at l4-5 and l5-s1. The patient underwent a procedure for l4-5 and l5-s1 laminectomies, foraminotomies, and medial facectomies; l4-5 and l5-s1 posterior spinal fusion with local bone graft, rhbmp-2/acs, and actifuse; l4-5 and l5-s1 anterior discectomy and interbody fusion with peek cage, local bone graft, rhbmp-2/acs, osteofil, and actifuse. At 2 weeks post-op, the patient returned for a post-operative follow-up visit. The patient complained of some post-operative pain and occasional radiating pain to his left groin. There were no neurological deficits noted. At 6 weeks post-op, the patient returned for follow-up visit. The patient noted that his symptoms had overall greatly improved but complained of occasional low back pain and some left leg pain. At 8 months post-op, the patient noted he began to develop more severe back pain with bilateral leg pain continuing down the back side of his thigh to the knee. Review of MRI notes a large disc herniation at l3-4 that has worsened significantly since prior MRI. The treatment plan included removal of the existing instrumentation and extending the fusion to include l3-4 and right-sided transforaminal interbody fusion.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.